Manufacturer narrative:
This product is not marketed in the u.s. Patient code: (B)(4) no code available: significant reduction of ica, shallow anterior chamber work order search: no similar complaints were reported for units within the same lot. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -18.00 diopter, in the patient's left eye on (B)(6) 2017. The patient experienced excessive vaulting, shallow anterior chamber, and significant reduction of irido-corneal angles. As of the date of MDR submission, the lens remains implanted in the eye.